Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Aortic tissue was being sutured. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. It was reported another thread of 8522h (lot tabakm, exp. 2027-12) tore. Please advise : I have filed another report the same day ( ( B)(4) ), that¿s why I expressed myself: ¿another thread¿: another thread of 8522h (lot tabakm, exp. 2027-12) tore, when sliding the knot, thread seemed to break down into layers, something like a shaving effect, so thread became thinner, until it eventually broke. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6) ¿ head nurse of or, she can answer questions related to complaint. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ih3 photo analysis investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows an open box with product code 8522h. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. During the procedure, when sliding the knot, thread seemed to break down into layers, something like a shaving effect, so thread became thinner, until it eventually broke. No adverse patient consequences were reported. Additional information was requested.